Event description:
On (B)(4) 2012, a company representative reported the patient does not believe her infusion device is working correctly. Follow-up was completed with the patient on (B)(6) 2012. She reported she has experienced hyperglycemia for the past 4 weeks and is unsure if it was caused by the infusion sets or a delivery issue. Her blood glucose elevated as high as 570 mg/dl, and her target blood glucose is around 140 mg/dl. She was unable to lower her blood glucose using the infusion device and instead used insulin injection. She switched to her backup infusion device, and her blood glucose returned to normal. She had changed the infusion set, cartridge, insulin and adapter server times but this did not resolve the issue. She did not wish to continue troubleshooting the concern. The infusion device, cartridge, adapter and infusion set were requested for evaluation. She did not require treatment form a healthcare professional or second party to address the issue.